Event description:
A peritoneal dialysis pt has reported the dialysis solution was leaking out of the cassette and into the cycler. When pt opened the cassette door and removed the tubing set form the cycler, pt noticed there was fluid. The leak location was unk. Pt had no ill effects. Sample is available.